Event description:
It was reported that the patient presented for an implant procedure. Prior to inserting the lead, it was noted that the helix of the right ventricular (rv) lead had failed to extend. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual inspection of the lead found the helix was partially extended clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. During electrical testing the lead was shoring due to over torqued inner coil at the connector region which is consistent with procedural damage.